Manufacturer narrative:
Internal file number (B)(4). The device was not returned for analysis. A review of the lot history records identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history revealed no evidence of a lot-specific product quality issue. All available information was investigated and a definitive cause for the single leaflet device attachment (slda) in this incident could not be determined. It should be noted that the intended use section of the mitraclip ntr/xtr system, instructions for use states: the mitraclip system is intended for reconstruction of the insufficient mitral valve. In this case, it could not be determined if using the mitraclip on the tricuspid valve caused or contributed to the reported difficulties. The recurrent triscupid regurgitation (tr) was a result of the slda. The poor image resolution was due to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The clip remains in the patient and the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information

Event description:
This is filed to report single leaflet device attachment (slda). It was reported that the mitraclip procedure was performed on (B)(6) 2019, to treat degenerative tricuspid regurgitation (tr) and mitral regurgitation (mr). Two clips were deployed in the mitral valve and one clip was implanted on the tricuspid valve, reducing tr from 6+ to 2+. On (B)(6) 2019, it was found that the clip deployed on the tricuspid valve had detached from the anterior leaflet and remained attached to the septal leaflet (slda). The tr had slightly increased. Additional treatment was not performed and the patient was discharged on (B)(6) 2019, with a good outcome. No additional information was provided.